Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a travel course error, check clutch, and plunger lever error. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed right plunger case was cracked. A review of the event history log (ehl) identified check clutch plunger lever. During the functional testing was able to duplicate the reported issue. A combination of lead screw and clutch halves were found popping and slipping due to normal wear. The root cause of the issue was due to normal wear as the pump was 5 years old. Replaced lead screw and clutch halves. Performed preventative maintenance and all functional testing.

Manufacturer narrative:
Other text: additional information was received indicating that there was no patient involvement. Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.